Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to have the device repositioned. The implanted device remains. The implanted device remains.

Manufacturer narrative:
This report is filed 04/04/2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced non auditory sensation with device use as well as poor sound quality. Imaging revealed the electrode to be extracochlear. Reprogramming attempts were made; however, the issue could not be resolved; resulting in the decision to revise the device. The implanted device remains at this time. However, revision surgery is planned but has not taken place at the time of this report, 04/04/2016.